Event description:
On (B)(4) 2012, a company rep reported the pt's infusion device was exchanged by his endocrinologist due to electrical reasons. F/u was completed with the pt on (B)(6) 2012, and he reported the infusion device "rebooted by itself" every 2-3 days without providing an alert or error message. The infusion device would then complete the startup process and return to the stop screen. This occurred one time during the night approximately 1 month ago. Pt experienced elevated blood glucose of approximately 300 mg/dl, ketosis, and dizziness as a result. During the other times, he did not experience any physiological effects. Pt is a physician and did require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.